Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr tightened a hose clamp to resolve the issue. The fsr recommended that the customer replace the hose. (Tubing where hose clamp was located was worn). With the hose clamp tightened and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, a hose was leaking from inside the cool heater unit. Since the event occurred during preventative maintenance, there was no pt involvement.